Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the pump was functioning normally and then stopped. The patient continued to be supported in the ICU environment. She was critically ill at the time of the event and medical management was adjusted to accommodate the pump stop. The patient was returned to the operating room to exchange the pump. A suture was found inside the pump. The patient had a mitral valve replacement with her primary implant and that was the perceived source. The pump was disposed of and will not be returned.

Manufacturer narrative:
The pump was disposed of. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.